Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (7.5 mg/ml at 9.4 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that after implanting the larger sized pump, the pump pocket would not heal. The hcp was concerned with infection so replaced the pump with the smaller sized pump in a new pocket location. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.